Event description:
Reported via literature article. It was reported that a device leak and potential thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a 4mm peri device leak and a mobile elongated mass coming from the left atrial ridge. The mass was further interrogated using 3d imaging. The mass appearance and location held a similar echocardiographic differential of papillary fibroelastoma, papillary myxoma, fibrinous strand, and thrombus. Given the leak and the patient's age and comorbidities, a decision was made to defer surgical resection for routine monitoring and extension of dual antiplatelet therapy (with aspirin 81 mg daily and clopidogrel 75 mg daily) for 1 year. A subsequent tee performed 7 months later revealed stable appearance of the leak and intracardiac mass. The patient was deescalated to aspirin monotherapy and has since been followed without issue.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. D4 model number, d4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. Literature citation: khaleel, I. M., jawad, w. I., gauri, a. J., burgess, a., & mcnamara, d. A. (2025). Threading the needle: left atrial ridge mass complicating percutaneous left atrial appendage occlusion. Case. Https://doi.org/10.1016/j.case.2025.06.006.